Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 304000 lots 180312 and 171108 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue. Bd needs to take into consideration that the medication could have some potential implication in the issue, especially in small gauges like 30g. In certain circumstances the drug product can be deposited inside the cannula causing the needle to block/ occlude due to crystallization or other soluble effects. Occlusion is most likely to occur if a drug remains within the needle for an extended period of time, as customer reported, which allows the drug to crystallize or be deposited on the inner surfaces of the needle. The needles are 100% inspected using a camera system. This camera system senses a light source which is positioned at the opposite end of the needle. If the camera does not sense the light source, an occlusion condition may be present and as a result, the needle is automatically rejected. In addition, the needles are inspected for the occluded cannula condition as part of the in-process inspection after the assembling process.

Event description:
It was reported that prior to injection it was discovered that the needle was clogged and medication did not flow with a bd needle 30ga 1/2in. The following information was provided by the initial reporter: before injection, the patient tested to see if there was medicine coming out, but the needle was clogged and the medicine didn't come out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 171108; medical device expiration date: 2022-10-31 ; device manufacture date: 2017-11-08; medical device lot #: 180312; medical device expiration date: 2023-02-28; device manufacture date: 2018-03-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to injection it was discovered that the needle was clogged and medication did not flow with a bd needle 30ga 1/2in. The following information was provided by the initial reporter: before injection, the patient tested to see if there was medicine coming out, but the needle was clogged and the medicine didn't come out.